Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. It is likely that the faulty circuit board led to the reportable malfunction. During investigation, it was also observed that error number e173 appeared after switching on the device. It is also presumed that the faulty circuit board led to this malfunction. Based on the further results of the investigation, the definitive root cause of the faulty circuit board could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the electrosurgical generator system automatically restarted with an error e090 (auto-restart). The issue occurred during the maintenance of the device. There were no reports of patient involvement.